Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported "for about 1 month has been feeling. Right breast softened and swollen, underwent an ultrasound in which a rupture of the right prosthesis was found." The device has been explanted and replaced.